Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device.this report is filed (B)(4), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
.

Event description:
Per the audiologist, the patient's auditory performance and progress were below expectation. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Reimplantation was recommended but had not been scheduled at the time of this report.